Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of there is a piece rattling inside was confirmed. The drill was found to have two additional magnets inside of the drill socket due to use of the device.

Event description:
No alleged deficiency, return due to io drill recall. Found during evaluation at bd service facility: the drill was found to have two additional magnets inside of the drill socket due to use of the device.